Manufacturer narrative:
Mw5098756 form was received on 01 feb 2021. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient passed away some time in 2019 and the death was allegedly caused by an unspecified malfunction of the implantable cardioverter defibrillator. The device was reported to be part of a recall. There was no known allegation from a health professional that suggests the death was related to the device. The cause of death was unknown.